Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose (bg) level was "high", although a specific value was not given. At time of troubleshooting customer had taken no action to address bg level.